Manufacturer narrative:
Device issue with inomax dsir# (B)(4) (complaint-(B)(4)). The device investigation was completed on april 20, 2015. Eval summary: inomax dsir# (B)(4) was returned to the MFR for service investigation. Regional service center (rsc) review of the service log revealed a delivery failure (df) alarm with touchscreen/display. A full functional test was performed and the device operated according to specs so it was returned to the device service pool. The root cause for this report was display-backlight failure. This condition will be tracked under (B)(4)'s quality system. This device was not in use on a pt; however, it is being submitted to regulatory authorities because a similar failure occurred in the past which resulted in a serious adverse event (MDR 3004531588-2013-00023). Case comment: (B)(6) 2015, this is a non-serious, post marketing device report. No adverse event was reported. The device failure is considered reportable because a previous, similar case had been associated with serious adverse pt consequence (index case MDR #3004531588-2013-00023).

Event description:
Display-backlight failure [device issue]. Case description: on (B)(6) 2015, a respiratory therapist (rt) in the united states spoke with (B)(4) regarding a device issue with inomax dsir#(B)(4). The device was not in use on a pt at the time of the device issue. The rt reported a blank screen on power up and power cycled to stand-by then on x2 with no change. The device was switched out. Inomax (B)(4) was removed from service and returned to the company for service eval.